Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions with decreased right ventricular sensing and no capture. The lead was repositioned on (B)(6) 2021, without incident. There was no significant movement of the lead noted, so it was thought to have micro dislodged. The patient was stable throughout.